Event description:
Caller is asking for review of (B)(6) 2022 carelink transmission due to lead warning, but she did not see any high impedance values. Discussed lead monitor data vs lead trend data. Discussed lead warning on (B)(6) 2022 and that there have been 19,772 out of range (>2000 ohm) impedance values. Also discussed that there have been 260 vhr episodes and the first was on (B)(6) 2022 and there is oversensing of lead noise noted on episode egms. Discussed that this is a lead integrity issue and that would consider immediate evaluation and changes to rv sensitivity to mitigated the effects of oversensing due to patient is pacer dependent. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).